Manufacturer narrative:
The technician cleaned and lubricated the hi/low drive brake assembly and thrust bearing to repair the bed.

Event description:
Information received indicates the hi/low drive is drifting.